Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the door not fully latched messages, which were observed at power up. The messages were found to be caused by loose link screws. The screws were replaced.